Event description:
Per the returned device paperwork, the patient's device was explanted in 2008 due to device extrusion. Reportedly, the pt no longer used the cochlear implant system. There were no reimplantation plans reported at the date of this report, the following month.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.